Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, femoral neck broke. There was an attempt made to remove the remnant from the stem but one of the taps broke while creating threads. This breakage extended the case more than an hour and let to dr. (B)(6) having to remove the stem and replace it with strykers stem and head.